Event description:
Pump was reported to alarm with failure code 533:320:717:0000 during use on a pt. It is unclear if all three channels were in use at the time or what medications were running at the time of the incident. This failure code will cause the pump to alarm and stop the channels in use. The clinician switched the pump to continue the infusions and no pt injury resulted.